Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 2 years, 2 months, and 17 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient depleted the 14v battery and tried to switch to mpu. The primary controller was switched to the backup controller due to no power connect driveline alarm while switching to the mpu. The caregiver had a difficultly in properly engaging the backup controller. Based on the log file, technical support confirmed that there were 2 instances of driveline disconnect which caused pump stoppage. Additional information on 15aug2018: the patient was supposed to change batteries to mpu, but changed the controllers when switching from batteries to mpu. The patient had a proper education in hospital but was confused once alone. Regarding the other problem about the caregiver having a difficulty in properly engaging the backup controller, the patient was given the hm2 controller instead of hm3 controller. The clinician realized that the patient had a hm3 controller when arriving at the ER.

Event description:
Additional information: the patient was admitted to the emergency room with a misaligned heartmate ii driveline. The system controller was never exchanged and the pump was never restarted.

Manufacturer narrative:
The reason for difficulty in properly engaging the backup system controller due to the patient was given heartmate 2 instead of heartmate 3 system controller was wrong. The hospital was confused with different patient. This portion of the event is reported under MFR report # (B)(4). The patient expired from cardiogenic shock due to the pump never restarting and is reported under MFR report # (B)(4). Section b5: additional information. Section d1: correction. Section d4: the serial number of the heartmate ii system controller was not provided. Manufacturer's investigation conclusion: the reported event of a no external power alarm followed by disconnecting the driveline can be confirmed based on the information recorded in the provided log files. Two log files provided by the customer were reviewed. The first log file contained events recorded from (B)(6) to (B)(6), 2018 where multiple power cable disconnect and a single low flow hazard event were recorded. The data captured on (B)(6) 2018 at 10:05-10:06 suggested that the controller was disconnected from mpu and connected to not fully charged 14v batteries. At 14:06 there was a low battery advisory alarm. Approximately 8 minutes later the low battery advisory alarm progressed to a low battery hazard alarm. A no external power alarm and power save mode became active. The data recorded at 14:06 revealed that the system controller was powered by the backup battery and the driveline was disconnected. The second log file from the backup system controller contained approximately 27 entries where the set speed was adjusted from 6000 rpm to 9400 rpm, the pump was briefly connected and disconnected and the clock was never synchronized. The system controller was not available for evaluation. According to the additional information the device will not be returned for evaluation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Correction.